Event description:
The customer performed comparison tests with the freestyle meter and results were 332, 320, and 421 mg/dl. In a second set of readings, the customer received 129, 48, and 35 mg/dl. The customer was transported to the hospital where a reading of 359 mg/dl was received with an unknown brand of meter. Testing was on finger. Customer was treated with insulin which is part of the customer's treatment plan. Ten units of insulin were administered.